Manufacturer narrative:
(B)(4). There is no risk to patient health. Excite f dsc is a dual curing adhesive and therefore usually used in clinical situations where the restoration is somewhat opaque. This also applies in the endodontic indication. In these cases a possible blue discoloration can be noticeable in translucent restorations (e.g. Veneers) in the front of the mouth. However, even here the aesthetics are only affected when the ceramic is very thin. An additional quality control monitoring has been introduced so that every batch is checked using uv/visual analysis. The possibility of changing the monomer production process to avoid using this stabiliser is being investigated. It has been decided to undertake a field safety correction action to remove (B)(4) from the market.

Event description:
The dentist found a blue discoloration of cement when using the product with variolink ii.